Event description:
During a case, a storz bipolar console located on the blue light tower was being used to resect bladder tumors. During the procedure, a noise, like someone stepping on a balloon, was heard and a spark came out of the equipment where the cord from the bipolar console connects to the bipolar cutting loop (part#27040jb130 size 24/26fr lot#49713) that was being used for the resection. There was no apparent harm to the patient. There was a black powdery residue seen on the glove of the performing surgeon. No harm was noted to the surgeon either. Surgeon removed affected gloves and put on a new sterile pair. The electrical cord from the console to the loop was replaced with another from another blue light instrument set. The case was continued and finished without further incident. The storz representative was notified about the incident and said that they would be coming in to investigate and update the blue light instrument sets.